Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at the quick release event on (B)(6) 2026. The infusion set was in use for two days. No further information available.